Event description:
A patient who was enrolled in a study underwent a da vinci-assisted pulmonary segmentectomy surgical procedure. Approximately two weeks after discharge, a post-operative chylothorax was identified by x-ray which required re-hospitalization, surgical intervention, and prophylactic antibiotics. The event was resolved as a result of the surgery.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. An assessment of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: the adverse event was unrelated to the study device.